Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument misfired. The hospital has reported no pt injury occurred.

Manufacturer narrative:
Device not available for evaluation.